Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
Information was received via medwatch report. It was reported the procedure was being performed on a (B)(6) with a medical history of severe peripheral vascular and arterial disease, allergies to codeine, doxycycline, penicillin, tetracycline, versed, and hepatic/renal dysfunction. In preparation, the artery palpitated and collateral circulation intact, pre-medications given moderate sedation, sterile preparation of site in usual fashion, location right radial artery, position right forearm extended and wrist dorsiflexed. Technique: catheter length 1.4 inches, catheter inserted 22 gauge, real time ultrasound guidance, location confirmed via flashback, needle advanced, 3 attempts right radial artery. The procedure was tolerated poorly. The care provider attempted to place a 22 gauge radial arterial catheter 3.49cms in total length in the right radial artery. The tip of the plastic catheter (1cm) broke off in the vessel during the procedure. The needle and the wire itself appeared to be intact though the wire was twisted. The radial pulse was still palpable as is the collateral ulnar arterial pulse. Discussed with ir and vascular surgery - opted to leave catheter in situ as removal at this time would delay hemodialysis and likely cause more complications. The intended process is for an arterial catheter to be successfully placed on the first attempt without fracturing. The catheter breaking did not cause serious injury but there was a breakdown in communication so we neglected to adequately discuss it with the patient and her husband on discharge so they did not feel like they were informed/involved in the decision to leave the catheter in place. The patient had severe vascular disease and was in poor state of health at the time of the event.